Event description:
It was reported that during setup, error code 296 was prompted. The device was unplugged and plugged back into the generator, however, the error message persisted. The priming phase could not be passed so the customer pressed the retraction button and a red circle appeared on the screen indicating that the needle wasn't retracted. The device was replaced, however, the second device presented the same issue. The procedure was cancelled after the patient was administered general anesthesia. This event is being reported for procedure aborted.